Event description:
It was reported that during implant of the left ventricular lead, the guidewire could not be advanced within the leads body. The lead was removed from the pocket and discarded. A replacement lead was successfully implanted.

Manufacturer narrative:
(B)(4).